Event description:
The physician was attempting to use a resolute integrity drug eluting stent. The stent got caught on the guide liner and could not advance through. No abnormality noted during preparation of the device prior to use. No clinical sequelae reported. Evaluation summary: the distal stent segments had moved proximally along the balloon. The distal segments were severely bunched and deformed. The proximal pillow was bunched. Crimp impressions were evident on the exposed distal balloon section. The distal tip was damaged.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure-failure to deliver stent and stent deformation; deformation problem-stent segments were severely bunched and deformed; related to another device-stent damage and insertion difficulties are, most likely related to the guideliner device. Conclusion: inherent risk of procedure-failure to deliver stent and stent deformation; related to another device-stent damage and insertion difficulties are, most likely related to the guideliner device. (B)(4).